Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump an unknown indication for use. The reporter spoke to an unknown person at a funeral. It was indicated the unknown person experienced spinal meningitis and the pump was explanted (implanted for 18 months). The unknown person now walked with a cane and his neck bent down as a side effect of the pump. No further information could be obtained due to the reporter not knowing the unknown person.